Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the upper and lower cases were broken and contaminated, the battery release and lead flex cover were contaminated, the bail covers, ring and battery drawer were broken, the battery contacts were compressed, the ring was missing and the keyboard was scratched. The device was to be scratched in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.